Manufacturer narrative:
Age at time of event/gender: the patient that experienced stenosis and passed away was a male age (B)(6) years, the second patient that passed away was a female. The study was conducted from 2014 and 2019. Initial reporter address: department for visceral, thoracic and vascular surgery. Literature article: burla, l., schwegler, I., weibel, p., weber, m., zientara, a., and attigah, n. ¿intraoperatively self-made bovine pericardial graft for portomesenteric reconstruction in pancreatic surgery¿. Langenbeck's archives of surgery (2020) 405:705¿712. Https://doi.org/10.1007/s00423-020-01920-0. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported 15 patients underwent venous vascular reconstruction using vascu-guard in pancreatic resections. It was reported the a patient experienced stenosis and subsequently passed away. Treatment for the stenosis event was not reported. The cause of death was not reported. It was not reported if an autopsy was performed. It was reported a second patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available.